Event description:
The patient sustained a water burn to the left hip incision site. The wound was approximately 3-4cm in size. The physician indicates, "I did not use the equipment properly." We are still trying to obtain more detail as to what the issues were with this device. Manufacturer response (as per reporter) for vein sealer, aquamantys.pending.